Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 07/11/2013, device evaluation: on examination, the keypad was intact. On testing, all the keypad buttons had intermittent response and required multiple presses to evoke a response. The up arrow button required increased force during button presses to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).